Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for cardiac monitoring with a limb leads cable. According to the reporter, the device displayed dashed lines and would not display the pt's ECG. A backup monitor was immediately called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.